Manufacturer narrative:
A4 patient weight added to the record. H6 method code changed to 4114 device not returned due to new information.

Event description:
Additional information receieved stated that the patient underwent surgical intervention wherein the paddle lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.